Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer hyperglycemia with a blood glucose value of 114 mg/dl and reported a sensor glucose vs blood glucose reading mismatch. The event involved product mmt-7040c9. Troubleshooting was not performed. The blood glucose value was 114 mg/dl and sensor glucose value was 50 mg/dl and the difference was greater than 30%. The insulin delivery was suspended due to the sensor glucose vs blood glucose difference. No further patient complications were reported. Product return for mmt-7040c9 is not expected.